Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer stated that the reservoir had a leak. Customer experienced hyperglycemia. Customer experienced symptoms such as excessive urination, bodyache. And headache due to high blood glucose. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. Customer stated that the leak passed the 2nd o-ring. No further patient complications were reported. Troubleshooting was performed, and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.